Event description:
The technician alleged the brakes are not holding. No pt impact.

Manufacturer narrative:
The technician replaced the brake caster, brake steer caster, the brake bearings and cable to resolve the issue.